Event description:
It was reported that stent damage occurred. During preparation, a 4.00x20mm promus premier¿ stent delivery system (sds) was selected. When the device was removed from the hoop, it was noted that the struts of the stent were raised. The device never entered the patient's body. No patient complications were reported.

Event description:
It was reported that stent damage occurred. During preparation, a 4.00x20mm promus premier¿ stent delivery system (sds) was selected. When the device was removed from the hoop, it was noted that the struts of the stent were raised. The device never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent was damaged. Stent struts at the proximal portion of the stent; 4th row distal from the proximal edge of the crimped stent were deformed, distorted & lifted upwards from the stent profile. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed signs of damage to the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).